Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "tube did not have proper draw volume when taking samples of blood from patient and some tubes do not seal correctly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no customer photos were received for review and analysis, therefore, 20 retention samples from the bd inventory, were subjected to functional testing and, the customer¿s indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to determine a root cause for the issue of underfill as no customer samples were received for evaluation. Additionally, 29 retention samples were functionally tested for stopper creepout/ stopper pop off and the issue of stopper pop off (stopper function) was observed in 7 of the 29 samples therefore, this complaint, for stopper pop off, can be confirmed based on retain sample testing results. The device history record was reviewed with no issues being identified and, there were no related quality notifications related to underfill or stopper function. All process and final inspections comply with specification requirements. Bd has initiated further root cause investigation relating to the issue of stopper creepout/ stopper pop off through corrective and preventive actions. CAPA pr # 1875009 has been initiated for documentation related to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the "tube did not have proper draw volume when taking samples of blood from patient and some tubes do not seal correctly."